Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was removed from a patient during a stent removal procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. On (B)(6) 2016 the patient underwent the study stent placement procedure. A biliary sphincterotomy was performed prior to stent placement as well as a pancreatic sphincterotomy. The patient underwent balloon dilation and had an additional pancreatic plastic stent placed (non-study stent). Contrast was injected into the pancreatic duct from the main pancreatic duct and side branches. The pancreatic duct was dilated 4mm. The stent indwell duration was 4 weeks. According to the complainant, on (B)(6) 2016, the patient¿s advanix pancreatic stent was reported to have experienced a partial proximal migration. The advanix pancreatic stent was removed from the patient earlier than planned using a grasper. A non-bsc plastic pancreatic stent was placed and the procedure was completed. There were no patient complications reported as a result of this event.